Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. There was no adverse impact to the customer's blood glucose level. The customer acknowledged that they should not have been connected to the pump during the fill tubing process. Caller consumed a soda to ensure not to go low.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.